Manufacturer narrative:
Based on the completed investigation, the reported errors were due to a faulty plug unit. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed a b30 and e216 scope communication error. There was no patient involved.